Event description:
It was reported that prior to a cholecystectomy, the cable of the fsw01 was broken. The operation was completed without the ultracision system. There was no pt consequence. No further info is available.